Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the wake button was delayed in responding to touch and that the customer experienced a elevated blood glucose (bg) level of ¿high¿ on cgm. High bg cause was unknown. Customer completed exercise and a bolus via the pump to address bg. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.